Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she developed headaches and dark shadows in her peripheral vision right after surgery. She was diagnosed with blepharitis. The consumer was seen by a neurologist who had a CT scan on the sinuses, and mra and MRI performed and all were reported to be "fine." The consumer was then seen by a neuro-ophthalmologist and was diagnosed with negative dysphotopsia. The consumer was seen at two headache clinics, but no diagnosis could be found for her headaches. She was then seen by a local optometrist who specializes in headache conditions which come from one's eyes that don't see the same. The consumer was diagnosed with vertical heterophoria. She is being fitted with glasses with prism to treat her condition. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).